Manufacturer narrative:
Product complaint # (B)(4). Event date: unk. Batch #: unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. Additional information was requested, and the following was obtained: what is the surgeon¿s experience with device? No further information is available. What is or staff¿s experience with device? No further information is available. Can additional details be provided about cartridge being improperly loaded? No further information is available. How was the device eventually removed from the tissue? The manual override lever was used to release the device, and the device was removed from the tissue. .

Event description:
It was reported that during a vats pneumonectomy, the device was locked out at the firing on the pulmonary artery. The manual override lever was used to release the device since the knife reverse switch did not function. The procedure was converted to a semi-open procedure just in case bleeding might have occurred. But it was found that the knife did not reach the target tissue, and no bleeding occurred. There were no adverse consequences to the patient. The surgeon commented that the firing force was higher than usual, but he did not find out that the cartridge was not loaded into the jaw properly. When the sales rep checked the operation video after the procedure, it was found that the cartridge was not loaded into the jaw completely. The patient is stable.